Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with all add'l relevant info.

Event description:
Device issue: difficult to remove, tip separation. Time of device issue: during the procedure. Adverse event: none. It was reported that there was difficulty removing the bmw ht guide wire during use in the renal artery and it became caught on an ivus catheter. The guide wire was wrapped around the ivus catheter in an (s) shape. When add'l tension was applied to remove the guide wire; the tip of the bmw guide wire detached but remained on the ivus catheter. The ivus catheter and guide wire were removed together as a complete unit. All parts of the guide wire were removed from the pt anatomy. There was no reported adverse pt effects. Though requested, no add'l info was provided.